Event description:
It was reported that a malf 9 malfunction code appeared. There was no reported impact on the customer¿s blood glucose level, as it was unknown whether it exceeded 500 mg/dl. Technical support was expected to assist the customer in resetting the pump and provide relevant information during follow-up, but there was no mention of the outcome.